Event description:
It was reported to boston scientific corporation that difficulty was experienced placing the leg of the uphold lite vaginal support system. A perforation was most likely caused by the physicians finger during rectal examination. Reportedly, the mesh arms were not in the rectum as they were never implanted.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior and posterior vaginal wall repair procedure. During the anterior repair, when the physician threw the leg assemblies with the capio device, he was unable to get them into place adequately (specifics unknown). He aborted this portion of the procedure. During the posterior dissection, an unspecified injury to the rectum occurred. The physician called in a colorectal surgeon to repair the injury (details unknown). The procedure was not completed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.